Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands were sticking out at the wrist of the instrument. The other cables at the wrist were not damaged. Failure analysis investigation also found that the instrument's bipolar yaw pulley was charred at the distal clevis hub. Failure analysis concluded that the charring may have been due to a breach in the insulation, carbonized tissue creating a conductive path, or high generator setting. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a frayed pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci salpingo oophorectomy procedure, the pk dissecting forceps instrument was observed to have a frayed cable. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.